Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenotic lesion with calcification was located in the moderately tortuous antebrachium arteriovenous fistula. The physician advanced the 4.0 x 20 / 40 mm sterling otw balloon catheter to the lesion and on the first inflation, inflated the balloon to 10 atms and the balloon ruptured. There was no patient complications. The device was removed intact. The procedure was successfully completed with another 4.0 x 20 / 40 mm sterling otw balloon catheter. Patient's status is reported as "good".